Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.